Event description:
It was reported to boston scientific corporation that a hydrothermablation (hta) procedure was performed on (B)(6), 2011. The patient's uterus was reported to have an anteverted position within the pelvis, and the endometrial tissue was "fluffy." (Patient identifier, age, and weight are unknown). According to the complainant, during the cavity integrity phase, there was a 5cc/min fluid loss noted. Fluid was observed dripping from the adapter, outside the patient only. The scope and adapter were reattached to confirm seal. The procedure was resumed and completed without complications. The physician was pleased with the outcome of the ablation. The physician reported that upon procedure completion, the patient complained of abdominal pain. The patient was administered toradol along with hydrocodone. The patient was admitted to the hospital for observation as the pain did not subside. The patient was released from the hospital on (B)(6), 2011 and is reported to be "perfectly fine".

Event description:
It was reported to boston scientific corporation that a hydrothermablation (hta) procedure was performed on (B)(6), 2011. The patient's uterus was reported to have an anteverted position within the pelvis, and the endometrial tissue was "fluffy." (Patient identifier, age, and weight are unknown). According to the complainant, during the cavity integrity phase, there was a 5cc/min fluid loss noted. Fluid was observed dripping from the adapter, outside the patient only. The scope and adapter were reattached to confirm seal. The procedure was resumed and completed without complications. The physician was pleased with the outcome of the ablation. The physician reported that upon procedure completion, the patient complained of abdominal pain. The patient was administered toradol along with hydrocodone. The patient was admitted to the hospital for observation as the pain did not subside. The patient was released from the hospital on (B)(6), 2011 and is reported to be "perfectly fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.